Manufacturer narrative:
Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely decreased alinity I tsh result on an alinity I processing module, serial number: (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Due to instrument error messages, the customer replaced the wash zone probe, list number: 08c94-36 and alnty I probe tub wash, list number: 04s59-01, which resolved the issue. The module function was verified with a control/precision run. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased alinity I tsh result for one patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): sample ID: (B)(6) initial result was 3.7, repeat result was 6.28 uiu/ml, which was released to the physician as the correct result. There was no impact to patient management reported.